Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a lithotripsy by holmium laser under flexible ureteroscopic procedure performed on (B)(6) 2019. According to the complainant, before implantation the stent shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a lithotripsy by holmium laser under flexible ureteroscopic procedure performed on (B)(6) 2019. According to the complainant, before implantation the stent shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code 1069 has been selected to represent the reportable event of stent shaft break. One percuflex plus ureteral stent was returned with has the suture hole torn and the proximal section was found detached; confirming the reported complaint. Additionally, the stent returned without the suture string, it is evidence of the stent was manipulated. Therefore, the failure found (shaft detached and suture hole torn) are issues that could have been generated by the user or due to the interacting of the device with the suture string. The most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all the manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, however, there is no control of how the unit was handled at the field. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.